Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer reported that activation had been interrupted with error c-38 on the erbe generator when firing bipolar energy. Prior to contacting technical support, the customer had replaced the bipolar energy cable and the instrument with no change. Onsite was not connected. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through power cycle of erbe as well as using the top and bottom bipolar outputs, but the issue persisted. The surgeon elected to proceed with the procedure using the vessel sealer extend (vse) on the e-100. The procedure was completed as planned with no report of patient injury. Later, the customer called back and informed that she was able to locate a force triad generator and the energy integration cable. When connected to the personality module energy device (pmed), the led would turn blue. The customer was not able to get the bipolar cable to connect to the front of the force triad generator, but the monopolar would connect. When the surgeon called for energy, the da vinci arm pod ui would light up as if energy was being delivered, but there were no audio/visual tones on the force triad generator. The caller stated the surgeon was proceeding with the e-100 for the vse instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. Error c-34 did occur on startup.